Event description:
It was reported that it's not working. The patient didn't feel stim and it was not doing its thing. The patient's incontinence had returned. The patient tried to increase stim. But didn't know how. When patient services had the patient connect with the patient programmer, stim. Was off, the patient was in program # 4 at 1.60. Stim. Was a little strong, thus the patient lowered it to 1.50. The patient was to monitor symptoms and adjust if necessary. The patient was to follow-up with hcp (healthcare provider) if she still had incontinence. There was no known accident or incident related to this complaint. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0p20c, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).